Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The threshold was noted to have increased from last follow up and the pacing impedance had noted to have decreased. The lead was reprogrammed to unipolar until the lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) experienced unexpected longevity and the longevity estimate was inconsistent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).